Event description:
During a lobectomy procedure, the instrument did not staple and did not cut. The cartridge may have been empty. The surgeon reloaded another cartridge and closed the tissue without a problem. No pt consequence.